Event description:
According to the available information, the implant was removed and replaced due to a crack in the tubing.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 2. This is a site of leakage. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination, it was concluded that the observed separation in the cylinder exhaust tubing would have allowed the reported ¿leakage¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the implant was removed and replaced due to a crack in the tubing.